Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "incorrect process parameters". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient complained that the lubricant was watery and leaky more than it had been before.